Event description:
It was reported that the patient presented to the emergency room after receiving appropriate therapy for vt. Patient reported periodic positional numbness of left upper extremity since his last surgery. The patient was admitted for observation. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.